Event description:
Event description guidant received information that this ventricular flextend lead had dislodged and was exhibiting loss of capture. A bend in the lead tip was suspected to have prevented appropriate extension of the helix mechanism. An additional lead was implanted without further incident.